Event description:
It was reported that the ventricular lead exhibited oversensing. Bipolar lead impedance was less than 200 ohms and there were 60 counts of high ventricular rate episodes. Four stored electrograms showed high ventricular rates caused by oversensing and noise on the lead. Oversensing was also seen in the unipolar configuration, which increased when the patient changed positions. The physician elected to leave the lead in the bipolar configuration.

Manufacturer narrative:
No medwatch form was received.